Event description:
Microsensor would not zero on 2 attempts. Third time we were able to zero; however, after implantation the sensor was reading 163. The microsensor was removed and another was used. Microsensor is available to be returned for inspection. Delay in surgery by 10 minutes, no patient injury.

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.